Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was also reported that the device had migrated and was approximately eight centimeters below the initial incision. Additionally, it was noted that this was the second revision that the patient had undergone (follow-up confirmed that the previous revision occurred at a time unknown to a company representative). The device was repositioned and remains in use. No further patient complications have been reported as a result of this event.